Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the self-test. There was no patient involvement at the time the reported issue was discovered. The analysis was performed by the asp. Based on the results of the analysis provided by the asp, the reported problem was due to the nibp (non-invasive blood pressure) calibration expiring. The issue was resolved by calibrating nibp and the device was confirmed to be operating per specifications, a review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator could not pass the self-test when turned on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.